Manufacturer narrative:
The last calibration performed on 08-mar-2023 was within the specifications. The qc recovery was within -2 standard deviations (sd). There is no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable crej2 creatinine jaffe gen.2. Results from two patient samples tested on the cobas 8000 c 702 module. The initial results were reported outside of the laboratory. The patient samples were rerun on another module. Sample 1: the doctor called and questioned the result prompting the rerun of the patient sample. The initial result from the module was 2.72 mg/dl with a data flag. The repeat result from the other module was 1.47 mg/dl. Sample 2: the doctor sent the patient to the emergency room (ER) after receiving the initial result. The ER staff collected a new sample which gave a normal result. The exact result of the new sample was not provided. The doctor complained which prompted the rerun of the patient sample. The initial result from the module was 2.44 mg/dl with a data flag. The repeat result from the other module was 1.10 mg/dl. The repeat results were deemed correct.  The reagent lot number is 674000. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and noted that the reagent pack may have been the cause of the questionable results. He then checked the gear pump pressure, rinse mechanism, photometer reading, and rinse levels. He did not find any issues. He performed a precision check 3 times with successful results. He noted that the qc for the past two days was acceptable. Qc was run multiple times throughout the day with successful results. He performed mechanism and precision checks with successful results. The customer performed calibration and qc with successful results. The investigation is ongoing.